Event description:
It was reported to philips that the system's collimator was stuck, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during an undergoing diagnosis procedure was performed. The procedure was completed as planned by restarting the system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Fse performed the troubleshooting and found errors related to the malfunction of the collimator. To resolve the problem, fse replaced collimator and return the part for further analysis, and it is observed that wedge and filter defect. After replacement of collimator, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.